Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated. The device remained implanted. The patient was asymptomatic. No intervention was reported.

Event description:
New information indicates the device was explanted and replaced on (B)(6) 2015.